Manufacturer narrative:
(B)(4). The reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported the patient experienced infection at the ipg site. The patient was treated with antibiotics. Reportedly the patient is no longer on antibiotics and the issue has resolved.